Event description:
Related manufacturer reference 2030404-2015-00018, 3005188751-2015-00021, 3005188751-2015-00022. Following a pulmonary vein isolation (pvi) procedure, a cerebrovascular accident (cva) occurred. The day following an uneventful pvi procedure, the patient exhibited vision symptoms. A CT scan revealed a cva. There were no performance issues with any sjm device used.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and completed in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cva could not be conclusively determined.